Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately ten months post implant of the ipg system. Follow up with the hospice facility revealed the patient had primary cardiomyopathy, chronic obstructive pulmonary disease and severe alzheimer's. The patient had become increasingly weak the last four months prior to death, with urinary retention and unsteady balance. The patient had frequent fall, several bruises, laceration and a facial fracture. The patient had a do not resuscitate order and was found not breathing and was pronounces dead. A cause of death has been requested and not be received.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4):the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.